Event description:
End users mother stated that the bed frame is bowed on both sides of the bed. Son has mentioned back pains because of the warping on the bed. The patient sought medical attention from the spine doctor.